Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The cause for failure was isolated to the ECG "d" q1 component was defective causing the adjust belt messages. The root cause for defective component could not be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.